Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was heart disease. The patient had been hospitalized for cardiac failure and breathing difficulty for seventy-eight days and was then released to home five days prior to death. Treatment during hospitalization was not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing prior to death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.